Manufacturer narrative:
Product complaint # (B)(4). Due to new information noting that only the insert was revised, the previously reported tibial tray, femoral component, cement, and patella will now be not reportable as the surgeon elected not revise them. It is reasonable to conclude those components that were not revised were not part of the reason for the revision. Due to this, depuy synthes joint reconstruction considers the device on this report to be not reportable as there is no allegation of deficiency or patient harm, additional follow up is being conducted. Further updates will only be provided if additional information is received that changes the regulatory determination.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for recurrent hemarthrosis. Event is serious and is considered moderate. Event is possibly related to both device and procedure. Date of implant: (B)(6) 2014. Date of revision: unk. Date of event: (B)(6) 2023. (Left knee). Treatment: revision; revised components not specified.